Event description:
It was reported that there was poor separator movement with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 6 occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation. Additionally, the bd sales consultant provided the following additional information: "spoke with the customer and verified the product number and lot number (ref (B)(4), lot 9277574). Centrifuge conditions were confirmed as 1500 rcf for 20 minutes at room temperature in swing buckets. I confirmed specimens are kept in an upright position after collection and are transported in an ambient temperature specimen box in an upright position; specimens are processed immediately upon receipt in the lab. The customer indicated that last week there was no issue with gel separation and that today none of the tubes separated properly. Customer is going to try and call collection site to see if they can give her the lot #s from last week and provide a description of the storage condition of the tubes prior to blood collection. Customer verified that re-spinning the tube did not activate the gel and they still had no separation. I followed up with an email outlining our conversation and added some additional questions." Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: customer sent email with photos attached of the tubes that would not form a proper barrier. She indicated in her email that a second draw on the afternoon of 2020 using the same lot # of product did not spin down properly. However, on (B)(6) 2020 a specimen drawn using the same lot # as previous day was drawn and the barrier and gradient worked properly (same phlebotomist, different courier, same processing lab tech).

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor separator movement with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 6 occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation. Additionally, the bd sales consultant provided the following additional information: "spoke with the customer and verified the product number and lot number (ref 362753, lot 9277574). Centrifuge conditions were confirmed as 1500 rcf for 20 minutes at room temperature in swing buckets. I confirmed specimens are kept in an upright position after collection and are transported in an ambient temperature specimen box in an upright position; specimens are processed immediately upon receipt in the lab. The customer indicated that last week there was no issue with gel separation and that today none of the tubes separated properly. Customer is going to try and call collection site to see if they can give her the lot #s from last week and provide a description of the storage condition of the tubes prior to blood collection. Customer verified that re-spinning the tube did not activate the gel and they still had no separation. I followed up with an email outlining our conversation and added some additional questions." Additionally, on 2020-07-16 the bd sales consultant provided the following additional information: customer sent email with photos attached of the tubes that would not form a proper barrier. She indicated in her email that a second draw on the afternoon of (B)(6) 2020 using the same lot # of product did not spin down properly. However, on (B)(6) 2020 a specimen drawn using the same lot # as previous day was drawn and the barrier and gradient worked properly (same phlebotomist, different courier, same processing lab tech).